Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a no delivery alarm while administering a bolus. Customer's blood glucose level at the time of the incident and during the call were unknown. Customer was able to troubleshoot. Customer disconnected the infusion set at the quick release. Customer states insulin exited the infusion set tubing. Customer removed the infusion set and found that the infusion set cannula was bent. Customer reconnected at the quick release. Customer reports that a few drops of insulin exited the infusion set tubing after reconnecting. The infusion set is expected to be returned.